Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: left lower endometrium,') and device expulsion ('migration left coil in uterine cavity / left essure coil dislodged into uterine cavity') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, spotting between menses, menorrhagia and dysplasia. Concomitant products included bupropion, estradiol and medroxyprogesterone acetate (depoprovera) from (B)(6) 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (surgical removal of coil(s) - hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, depression, anxiety and dysmenorrhoea outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysteroscopy due to complications from the essure device. Right coil identified in place. Coil identified in cavity, grasped with graspers, and removed. The left showed 6 coils. Patients received treatments for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion unilateral occlusion (right tube occluded). Ultrasound scan vagina - on an unknown date: uable to well visualize left coil in proper location. Right tube and coil remain in place and occluded as previously documented. (As reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events menorrhagia, vaginal bleeding, abnormal bleeding, pelvic pain updated to recovered. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: left lower endometrium,') and device expulsion ('migration left coil in uterine cavity / left essure coil dislodged into uterine cavity') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, spotting between menses, menorrhagia and dysplasia. Concomitant products included bupropion, estradiol and medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal hemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital hemorrhage ("abnormal bleeding"). The patient was treated with surgery (surgical removal of coil(s) - hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, depression, anxiety and dysmenorrhoea outcome was unknown and the device expulsion, genital hemorrhage, pelvic pain, vaginal hemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital hemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: plaintiff underwent hysteroscopy due to complications from the essure device. Right coil identified in place. Coil identified in cavity, grasped with graspers, and removed. The left showed 6 coils. Patients received treatments for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Unilateral occlusion (right tube occluded). Ultrasound scan vagina - on an unknown date: unable to well visualize left coil in proper location. Right tube and coil remain in place and occluded as previously documented. (As reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: left lower endometrium,'), device expulsion ('migration left coil in uterine cavity / left essure coil dislodged into uterine cavity') and genital haemorrhage ('abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, spotting between menses, menorrhagia and dysplasia. Concomitant products included bupropion, estradiol and medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) - right side only total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysteroscopy due to complications from the essure device. Right coil identified in place. Coil identified in cavity, grasped with graspers, and removed. The left showed 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion unilateral occlusion (right tube occluded). Ultrasound scan vagina - on an unknown date: uable to well visualize left coil in proper location. Right tube and coil remain in place and occluded as previously documented. (As reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events migration of essure device location of device: left lower endometrium, vaginal bleeding, menorrhagia, depression, mental anguish and dysmenorrhea added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.